Event description:
Following a wpw ablation procedure, a pericardial effusion was noted. Ablation was performed with a tacticath quartz ablation catheter. At the conclusion of the procedure, an echocardiogram revealed a pericardial effusion originating from the right atrium. A pericardiocentesis was performed, which stabilized the patient. There were no performance issues with any sjm device.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The review of the log files concluded the tacticath performed as intended. The optical signals conformed to specifications, the recorded temperatures indicated cooling during rf ablation, and force measurements were displayed throughout the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
(B)(4).